Event description:
It was reported that a pre-op to an unknown procedure on an unknown date black foreign matter was found inside the absorbable hemostat package when unpacking. For safety reason the surgeon used another product to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Investigation #1 summary: one opened sample with a surgicel product code 1962 was returned to ethicon inc for analysis. Upon initial inspection of the sample, no black foreign matter or defects were observed on or into the packaging or product received (surgicel). In addition, the surgicel was examined under 10x magnification and was intact, no damages or foreign matter were observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Investigation #2 summary: a picture was received for evaluation. As per the visual inspection a black foreign matter could be observed on the surgicel. The product code for this complaint should be 1962. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.